Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported that a ventilator's inspiratory tidal volume was not functioning. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. The device was evaluated by the fse who confirmed the reported issue. The fse confirmed the reported issue. The fse reported that the fse attended the site and reset the gas delivery system (gds) connections. The reported issue was said to have been resolved. No other anomalies were reported.